Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy, (medication, programmed amount and delivery rate unknown). It was observed that there was excess solution left in the solution bag when the infusion was completed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.